Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and also gave emergency medical service due to high blood glucose and diabetic ketoacidosis on (B)(6)2019. The customer¿s blood glucose value was over 1200 mg/dl. The insulin pump was not on auto mode at the time of incident. Customer was able to complete carelink upload. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.